Event description:
A malfunction alarm labeled as malf 16 was reported, with no notable events occurring prior to the issue. It is unknown whether there was an impact on the customer¿s blood glucose level, as the customer declined to answer. The customer reset the pump following instructions from technical support, but the malfunction recurred. As a corrective measure, the customer was provided with instructions to revert to multiple daily injections (mdi) as a backup therapy and advised on returning the faulty pump. A replacement pump was arranged by technical support, who also confirmed and ensured the return process with the customer.